Event description:
It was reported that "table top will go back up by itself, as soon as it is driven down if the table is unlocked it will drive up on its own." No injury reported. A field engineer was dispatched to the site and it was determined that the touch keypad needed to be replaced. Once this was completed the system was working as intended.